Event description:
The product surveillance technician reported that during routine testing of the device at the service center, the tube clamp assembly on the roller pump was not locking. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00074.